Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The analysis was performed by asahi intecc. The separation was unable to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. (B)(4). The other two asahi guide wires referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that three asahi soft guide wires were unable to cross the old lesion in the heavily calcified mid left circumflex coronary artery. After removal of the wires, the distal ends appeared separated. No other guide wires were attempted to cross the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.